Event description:
A neonatal pt on high frequency mechanical ventilation had a spo2 reading of 100% on a pulse oximeter. However, the pao2 as measured from a abg (arterial blood gas) was only 25 torr. A second blood gas measured 28 torr. Another pulse oximeter connected to the original sensor measured 54%. The fio2 on the ventilator was increased and the pt was manually resuscitated to increase the spo2 to 94%. Through substitution of components, the respiratory therapist determined the false high spo2 readings were caused by a defective adapter cable connecting the pulse oximeter probe to the module. The cable and several sensors were tested by clinical engineering and the problem could not be duplicated. The pt suffered a period of hypoxia. At this time it is not known whether this event will have any long term effects.